Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical properties were within specifications. Needle disassembly identified damage to the insulation layer of the heater wire, confirming the reported complaint and identifying the root cause. Review of the needle lot manufacturing records did not identify any electrical malfunctions within the needle batch.

Event description:
Five iceforce needles were tested and used in a cryoablation procedure. During the first thaw cycle when activating fastthaw, the patient began to twitch. The needles were turned on and off separately to isolate which needle was causing the issue. A passive thaw was used on the faulty needle for the remainder of the case. The case completed with no injury to the patient. The defective needle will be returned to the manufacturer for investigation.